Event description:
It was reported the patient had a sudden loss of paresthesia covering her primary pain site one week after the lead was implanted. It was also reported a healthcare provider attempted to reprogram the patient's device but had no success. Impedance measurements were taken and it was reported electrode 3 had impedances out of range and a "(???) Error" was displayed. The patient had a surgical revision of their lead on (B)(6) 2013 and "normal" impedances were measured intraoperatively on the lead when it was connected to a multi-lead trialing cable after disconnecting it from the extension. It was reported the lead was then reconnected to the extension and "normal" impedances were measured. The patient's stimulation was then tested intraoperatively and it was reported the patient had 100% paresthesia coverage of her right upper limb and the event was resolved. It was also reported there were no patient symptoms or injuries related to this event and the patient recovered with no injury or adverse event.

Manufacturer narrative:
Concomitant medical products: product ID 3878-45, lot# 0206697078, implanted: (B)(6) 2013. Product type: lead: product ID 7472-60, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension. (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).